Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer went to the emergency room (ER) with a blood glucose (bg) level of 561 mg/dl and was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.